Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a clear link secondary medication set experienced a no flow. This malfunction was identified during infusion with a non-baxter primary set. The set was primed with levaquin but would not flow during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the issue. A simulated use test was performed and passed successfully with no issues noted. Therefore, the reported condition could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.